Manufacturer narrative:
E1. Initial reporter phone (B)(6). The suspected device was returned for evaluation. Visual inspection had been performed, delaminated downstream occlusion seal (dso) found. Event log reviewed and downstream occlusion error was observed in event logs history. Problem was resolved after dso seal replacement and dso sensor recalibration. The probable cause of the reported issue was unknown. Upon successful completion of the repair activities including functional and accuracy testing, the device will be returned to the customer.

Event description:
It was stated that the pump was alarming during set up. It was confirmed during inspection of a returned pump that high-priority error downstream occlusion does appear in event log. This reported high-priority alarm occurred during setup. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.